Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch #mw5148664. "On (B)(6) 2020-pt presents for initial wound care visit regarding an ulcer on her right foot. It has been present for approx 6 weeks- she does not know the cause of the sore. On (B)(6) 2020- patient noncompliant with not bearing weight. Family is "milking" ulcer. Primatrix graft #1 placed. Graft lot#: 1912024 on (B)(6) 2020- pt here for follow up of right medial / plantar foot ulcer her original wound measures fairly stable to marginally increased today- the small opening more proximal on the medial heel has resolved. Graft #2 placed. Graft lot#: 2003022 no new inflammatory/infection signs documented. On (B)(6) 2020- will use collagen this week because no graft available. Drainage is improved. Opening more posteriorly - medial heel- no drainage today- resolved. On (B)(6) 2020- pt here for follow up of right medial / plantar foot ulcer. Her original wound measures improved today. The small opening more proximal on the medial heel has resolved. She has been approved for primatrix graft - she has had 2 prior grafts. Graft is avail today so we will place. Will place primatrix # 3 today graft lot#: 2003022 on (B)(6) 2020- it seems to be closing in. Drainage is improved. No graft is available today so we will use collagen. On (B)(6) 2021- her original wound measures improved today. Has some periwound irritation and peeling skin more proximally on the ankle - will use triamcinolone/ zinc paste at this site - I have asked her not to scratch or pick at this area. On (B)(6) 2021-pt here for follow up of right medial / plantar foot ulcer. Her original wound measures sl larger today. No graft was available last week so we used biostep collagen = she thinks this has worked as well as anything - so we will continue for now. She has some periwound irritation and peeling skin more proximally on the ankle - will use triamcinolone/ zinc paste at this site - I have asked her not to scratch or pick at this area. On (B)(6) 2021- pt here for follow up of right medial / plantar foot ulcer. Her original wound measures sl larger today. - the small opening more proximal on the medial heel has resolved. She has transitioned to regular shoes and today is wearing crocs - we discussed consideration of custom diabetic shoes which in the past she has been opposed to , however recently she agreed unfortunately she is still wearing the crocs and I can see an area where she seems to be getting some friction- I have asked her again to try to avoid pressure and friction to this site = advised soft soled shoes with good cushion and stretch until she gets her custom diabetic shoes. Recently no graft has been available so we have been using biostep collagen = last week changed to medihoney = I want to try stimulen collagen powder this week-we will order for her. She has some periwound irritation and peeling skin more proximally on the ankle - - I have asked her not to scratch or pick at this area. She has aquaphor she will use to this site. On (B)(6) 2021- wound measures sl improved today recall of primatrix on 05/2023." Adverse event: graft 3 - "primatrix # 3 today with graft lot#: 2003022. It seems to be closing in. Drainage is improved. No graft is available today so we will use collagen.  Her original wound measures improved today. She has some periwound irritation and peeling skin more proximally on the ankle - will use triamcinolone/ zinc paste at this site - I have asked her not to scratch or pick at this area. Patient here for follow up of right medial / plantar foot ulcer. Her original wound measures sl larger today. No graft was available last week so we used biostep collagen. She thinks this has worked as well as anything - so we will continue for now."

Manufacturer narrative:
The primatrix (607-005-018) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Additional information received: placement date: (B)(6) 2020. Patient health effect: irritation, skin peeling. No drainage on (B)(6). 12/29- drainage improved- none today. Appears to be closing in - had debridement .

Manufacturer narrative:
Additional information received: question: for our documentation, can you please advise why there was a delay in submitting the medwatch forms for the various primatrix complaints reported in november of 2023. Some complaints date back as far as 2019, but all complaints were reported at the same time in november 2023. Was this due to the recall? Answer: "yes. This was due to the integra recall." FDA recall number: res# 92481.

Event description:
N/a.